Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead implanted at the l3 vertebral level migrated. Surgical intervention was undertaken and the lead was removed and replaced and patient is doing well.